Event description:
It was reported that during an unk procedure, the device did not reopen to apply second clip during critical moment of case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.